Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
This issue was previously reported on (B)(4) with MDR 3030677-2017-01112 . The device investigation is completed and found to a resistor that is under recall #z-0642-2013, z-0643-2013.